Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. This lead was included in that field action. Based on the information received and without the return of the product, it could not be determined if this lead performed as described in the field action. Product event summary: the lead was not returned for analysis. However, performance data collected from the device was received and analyzed. Analysis of the device memory was performed and no anomalies were found. (B)(4).

Event description:
It was reported that the physician suspected that the electrodes were not working properly. The leads remain in use. No patient complications have been reported as a result of this event.